Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 16-4/5.8/75 xxl (tm) esophageal balloon catheter was advanced for dilatation. However, the balloon ruptured and a small plastic piece of the device was missing. No patient complications were reported.